Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿pulmonary vein perforation into bronchi: a rare but life-threatening complication of cryoballoon ablation.¿ eur heart j case rep. 2019 mar 4; 3 (1): ytz022. Doi: 10.1093/ehjcr/ytz022. Ecollection 2019 mar. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during the use of a cryoballoon ablation catheter system: there was one patient who had a pulmonary vein perforation. During the first ablation of the procedure the patient developed a nose bleed, and blood pressure gradually dropped. It was discovered that there was bleeding from a small branch of the pulmonary vein; indicating a perforation into the bronchi. The patient was intubated and given medications. Hemostasis was confirmed of the perforated pulmonary vein. The patient also recovered from ¿complicated chemical pneumonitis¿ and was discharged from the hospital without further issues. The author did suggest that the ¿stiff part of the mapping catheter probably damaged the left superior pulmonary vein.¿ the status/disposition of the cryoablation system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based on the subsequent follow up information obtained. All information provided is included in this report. Upon investigation, it was discovered that the information in this article was previously reported in a timely manner and is represented in the regulatory report number (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the company representative, who indicated that the information presented in the article has already been reported through the appropriate channels.